Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch and control panel were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would intermittently stop mechanically ventilating. There was no report of patient involvement.